Event description:
It was reported that this right ventricular (rv) lead exhibited high out of range pacing lead impedances. There was an inappropriate lead safety switch (lss) due to the gradually changing high impedances. This lead remains in service. No adverse patient effects were reported.

Manufacturer narrative:
This product investigation is still in progress. This report will be updated when product investigation is complete.